Event description:
It was reported that the right atrial (ra) lead was "physically damaged by a cardiac surgeon during heart valve placement". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092-52 implantable pacing lead, (B)(6) 2006; 638bl28 heart band, (B)(6) 2013. (B)(4).